Manufacturer narrative:
Device received with operating currents within specification. Device passed displacement test, self test and unexpected restart error test. Device alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Device received with stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 260 mg/dl. The customer's blood glucose level was 510 mg/dl. The customer also reported that the insulin pump received motor error and no delivery alarms. Customer was able to complete pump rewind. The customer was treated with intravenous drip. The customer reports the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.